Event description:
It was reported that the 9900 system displayed a "fast stop activated" message on the c-arm. Reboot was required to continue the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reseated the connections for fast stop switches and cleaned the switch contacts. The system was tested and found to be working as intended and placed back into service.